Event description:
The device was returned for a valve 1 actuation failure. During startup, the valves made no sound whatsoever, which is abnormal. This was attempted multiple times with the same result. The pump then alarmed and new logs were pulled, consistent with a valve 1 failure. An internal investigation was performed and no physical damage was identified aside from the right bag hook being missing.

Event description:
The following has been reported: biomed reported: pump failure no patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.